Event description:
I started feeling numbness in my right arm that travels to my hands and finger. It comes and goes, but I've never had this problem before. Every time before and during my menstrual, I feel nauseated, tender breast and very heavy periods. I've never had this problem and I have two children. During sex there's pain and discomfort and a lot of times, sex is the last thing that's on my mind. I feel like a woman in her 90's and I'm (B)(6) years old. Starting about 3 months ago, there's this metal taste in my mouth, seen the dentist and told me that everything was okay with my gums and teeth. My memory is so foggy I feel like I have a piece of my brain being chipped away daily and it's not a very good feeling.